Event description:
It was reported that the procedure was to treat a lesion with no tortuosity and no calcification in the mid left anterior descending artery. An asahi prowater guide wire (part 1) was advanced but failed to cross due to an acute proximal bend. As the guide wire was removed from the guide wire introducer in order to be reshaped, a strand of coating was noted to be hanging off the wire. A new same size asahi prowater was advanced through the guide wire introducer and green speckles of coating were noted to be coming back (part 2). The speckles were from the second guide wire. The artery was bled back to make sure there was no coating still in the patient anatomy. The site reported that they were confident that no green speckles remained in the patient. There was no adverse patient effect. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The other asahi prowater ptca guide wire device referenced is being filed under a separate medwatch MFR number. The device is manufactured by asahi intecc. Co. Ltd. Medical division; however, abbott vascular distributes the device and is responsible for MDR reporting.

Manufacturer narrative:
(B)(4). Evaluation summary: the analysis was performed by asahi intecc. Co. Ltd: one prowater guidewire and a specimen cup were returned. The returned prowater guidewire was found with its ptfe coating scrapped and damaged at several areas including the section approx.60-140cm from proximal end. The damage was continuous but intermittent for the longitudinal direction, it was suggested from the appearance of the damage that the guidewire surface was continuously and excessively contacted with the introducer tool so that the coating was scraped off. The guidewire coil distal end approx. 10mm was roundly deformed, which was supposed to be due to the force given during use in the procedure. No other notable deformation was observed with the guidewire. The specimen cup contained scraped ptfe fragment, which was supposed to be in one continued piece. Lot history review revealed no anomaly relating to the reported event. No other product experience report was received for this lot. With the provided information and the outcomes of inspection of the returned items, it is presumed that a metallic guidewire introducer was possibly used over the guidewire. When the prowater guidewire was removed back under the condition where the tip of the introducer was contacting the guidewire with angle, the ptfe coating of the guidewire was exposed to excessive abrasive and scraping force, resulting in the damage. The instructions for use warnings section states: never use metallic needle or metallic sheaths for insertion and withdrawal of guidewire, other wise the surface of guidewire may be damaged significantly.